Event description:
As reported, the shuttle of a 5f mynxgrip vascular closure device (vcd) was hard and "rough and hard to push", and during the final step where the "tube" is removed from the patient, the peg sealant stuck to the tube and was removed from the patient. Manual compression was done to complete the procedure successfully. There was no patient injury. There was no calcification as the patient was young. There was nothing conspicuous regarding the packaging when the device was removed. The prepping of the balloon was normal. The procedure used a retrograde approach. The deployer was mynx certified. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. Hemostasis was achieved by manual compression for about 20 minutes. The device storage temperature did not exceed 25 °c. At least 2/3 of the sealant was stuck to the distal end of the tube tip. The balloon was fully deflated after shuttling down. There was no over tamping. The user shuttled down completely. The sheath was not kinked or bent. The device is being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h3 and h6 as reported, the shuttle of a 5f mynxgrip vascular closure device (vcd) was hard and "rough and hard to push", and during the final step where the "tube" is removed from the patient, the peg sealant stuck to the tube and was removed from the patient. Manual compression was done to complete the procedure successfully. There was no patient injury. There was no calcification as the patient was young. There was nothing conspicuous regarding the packaging when the device was removed. The prepping of the balloon was normal. The procedure used a retrograde approach. The deployer was mynx certified. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. Hemostasis was achieved by manual compression for about 20 minutes. The device storage temperature did not exceed 25 °c. At least 2/3 of the sealant was stuck to the distal end of the tube tip. The balloon was fully deflated after shuttling down. There was no over tamping. The user shuttled down completely. The sheath was not kinked or bent. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in open position. The procedure sheath was on the device, covering the side slit. The sealant and advancer tube were observed to have remained in the manufacturing position as received. The sealant was observed exposed to blood, swelled, and adhered to the device components as received. Per functional analysis, resistance was felt when the shuttle cartridge being advanced distally due to the sealant exposed to blood, swelled, and adhered to the device components. The sealant was loosened, and simulated deployment test was performed on the returned device. The shuttle was advanced completely and retracted to the black handle, and the advancer tube was found properly engaged to the proximal tamp lock without issue per the mynxgrip instructions for use (IFU). The procedure sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure, and no anomalies were observed. Per microscopic analysis, visual inspection at high magnification showed that the sealant was exposed to blood, swelling, increasing the profile, and protruding out from the outer cartridge tubing side slit. The condition of the returned device indicates that the sealant may have been prematurely hydrated, and during shuttling and unsheathing step, the sealant hindered/obstructed the device path from being advanced, which may have contributed to the reported incident. A product history record (phr) review of lot f2212203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ and ¿shuttle advancement issue¿ were confirmed during analysis of the reported device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating and adhering to the device components, which created resistance and obstructed the device path during the procedure, may have contributed to the reported events according to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.